Event description:
During an ophthalmic surgical procedure, a rycroft cannula detached from a 3 ml syringe after being reportedly fully tightened and entered the patient's eye. The user stated that the cannula "shot off" the syringe upon application of force. The cannula was reattached; however, upon reapplication of similar force, it detached again in the same manner. The cannula subsequently entered the patient's eye, confirming patient involvement. The rycroft cannula part number 585736, anterior chamber cannula (rycroft). 40 x 22 mm (27 g x 7/8 in) was supplied as part of procedural kit part number 588211 (kit qmc661); therefore, this report is being submitted for the affected component part number 585736. At the time of reporting, the extent of patient impact remains unknown. No information has been provided regarding patient injury, requirement for medical intervention, or clinical outcome. Multiple follow-up attempts have been made to obtain additional details, including information on the procedure performed, device handling and assembly, and patient outcome; however, no response has been received to date. This event describes a device malfunction involving repeated cannula detachment under conditions reported as normal use. Based on the information currently available, the malfunction resulted in the device entering the patient's eye and therefore represents a potential risk of serious injury should the issue recur. The incident is being reported to FDA as part of foreign reporting requirements as the component is being sold in the us.